Event description:
On (B)(6) 2007, I underwent a left total hip arthroplasty procedure, I received a s-rom femoral component (18d large sleeve with 18 x 13 36+8 lateralized stem +3 mm neck and 36 mm head). The acetabular head as a pinnacle 58 mm, 100 series, no hole acetabular shell with metal on metal insert for the 36 mm head. On (B)(6) 2007, I underwent a right total hip arthroplasty procedure. I received a johnson and johnson srom femoral component and the pinnacle 100 series acetabular component. This was a metal-on-metal bearing surface with noncemented porous ingrowth prosthesis. Soon after these surgeries, I began experiencing pain and difficulty with my implants. Since the implantation of the pinnacle devices, I have experienced severe pain and discomfort in both my left and right thighs and left and right sides. I also feel extreme discomfort when sitting, walking, or standing for period of times. Date of use: (B)(6) 2007 - present. Diagnosis or reason for use: #1: left hip advanced osteoarthritis; #2: right hip advanced osteoarthritis.